Event description:
It was reported that the sensor broke. It was stated that the sensor is pulled back into the cap and also the plastic cover of the adhesive was stuck on the sensor. Nothing further reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and sensor cannula was retracted inside the sensor base, unable to confirm if customer received sensor in said conditions as it was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.